Event description:
New information noted that the patient again received inappropriate antitachycardia pacing due to inappropriate programming. Programming changes were made. The patient was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardioverter transmissions revealed inappropriate antitachycardia pacing due to the incorrect detection of a ventricular tachycardia episode. The false ventricular tachycardia episode was attributed to premature ventricular contractions and inappropriate programming. Programming changes were discussed but no intervention was performed. It was noted that the patient was not symptomatic to the event and their condition was stable.